Manufacturer narrative:
Alternate medical device type: fpa. Alternate common device name: intravascular administration set. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for other lot numbers is as follows: medical device lot #: 7276732, medical device expiration date: 09/30/2019, device manufacture date: 10/03/2017, medical device lot #: 7312552, medical device expiration date: 10/31/2019, device manufacture date: 11/08/2017. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lots and no issues were identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® push button blood collection set experienced slow flow. No report of serious injury or medical intervention.